Event description:
A physician reported a pt who rec'd her first treatment with two formulations of collagen on 7-8 1997 into the nasolabial folds, transverse forehead lines, glabella and outer canthi. Initially after the treatment, the pt alleged that she had itching at the injection sites which resolved, date of resolution not recalled. On approx 8-10 1997, she developed reddish-purple bruising, hotness, itching, and swelling at the nasolabial folds and glabellar treatment sites. The pt was seen by the physician on 9-16 1997 with erythema and swelling at the nasolabial folds and glabella which was intermittent and swelling at the outer canthi that was more urticarial-like with very little erythema. The pt stated that the symptoms became worse after sun exposure. The physician diagnosed a hypersensitivity and prescribed zyrtec and desowen.